Event description:
My son, (B)(6) was using the spinbrush for kids with the boys' stickers and the brush head seemed to have come loose and his front tooth chipped because of that. His tooth can be fixed, but will cost me to have it repaired. Bought at walmart in (B)(4). Frequency: used twice a day. Dates of use: (B)(6) 2011 - (B)(6) 2012. Diagnosis or reason for use: x-mas gift and loved to use to brush teeth.